Manufacturer narrative:
H10 h3, h6: the reported devices were received for evaluation. A visual evaluation showed two devices were returned without original packaging. The color scheme of the devices matches the print. Both devices are fractured on the inner blade at the distal bend. Bio debris is present. No functional testing can be conducted since there is damage hindering the inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force/side-loading the device during use or contact with another source). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy procedure, the inner incisor blade stopped working, it had broken at the joint on the curve inside the shaver. All parts of the blade remained contained with no fragments lost. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on b5.

Event description:
It was reported that during an arthroscopy procedure, the inner blade of two (2) incisor blade stopped working, it had broken at the joint on the curve inside the shaver. All parts of the blade remained contained with no fragments lost. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.